Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her right eye (od). The patient reported halos. The icl remains implanted. The surgeon indicated the patient had a -14 myope = a smaller optic zone. The condition is ongoing and the patient has been prescribed alphagan. The patient's prognosis is stable - capable of improving. The patient's post-op va 20/20, doing well.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient is experiencing subjective visual disturbances ("halos") following icl implantation. According to the dcr the most likely cause of the event was combination of patient related factor (-14 myope) and subsequent device related factor (smaller optic zone). Patient was prescribed alphagan, for pupil constriction, which is off-label use to facilitate better nighttime vision. The patient is capable of improving and va is 20/20. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).